Event description:
The customer reported that during an apheresis platelet procedure air was observed in the return line. The procedure was ended before any air was delivered to the donor and no medical intervention was reported. Leur connections were tight and there was no clotting in the channel or return reservoir. Full donor unit - (B)(4)customer age was not provided

Manufacturer narrative:
This report is being filed to provide additional information in h.11. Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. One used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set and the platelet bags were removed. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident. Possible leak around inlet trap filter. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. No bond gaps were observed. Based on the images provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.041 ml. Based on a patient bodyweight of 124 lbs (56 kg), we can calculate the worst-case ml/kg air transfusion dose to be 0.00073 ml/kg in this situation a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found three reports for similar issues on this lot. The customer history report indicates there were other reports of similar issues. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during an apheresis platelet procedure air was observed in the return line. The procedure was ended before any air was delivered to the donor and no medical intervention was reported. Leur connections were tight and there was no clotting in the channel or return reservoir. Full donor unit - (B)(4). Customer age was not provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. One used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set and the platelet bags were removed. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident. Possible leak around inlet trap filter. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. No bond gaps were observed. Based on the images provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.041 ml. Based on a patient bodyweight of 124 lbs (56 kg), we can calculate the worst-case ml/kg air transfusion dose to be 0.00073 ml/kg in this situation investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during an apheresis platelet procedure air was observed in the return line. The procedure was ended before any air was delivered to the donor and no medical intervention was reported. Leur connections were tight and there was no clotting in the channel or return reservoir. Full donor unit - (B)(6) customer age was not provided.

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. One used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set and the platelet bags were removed. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident. Possible leak around inlet trap filter. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. No bond gaps were observed. Based on the images provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.041 ml. Based on a patient bodyweight of 124 lbs (56 kg), we can calculate the worst-case ml/kg air transfusion dose to be 0.00073 ml/kg in this situation a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. Investigation is in process, a follow-up report will be provided.

Event description:
The customer reported that during an apheresis platelet procedure air was observed in the return line. The procedure was ended before any air was delivered to the donor and no medical intervention was reported. The customer reported all luer connections were tight and there was no clotting in the channel or return reservoir. The blood diversion pouch was not inflated with air, and the donor was not connected prior to ac prime. The customer reported no air was being drawn in through the ac line or ac filter. Full donor unit - w070524000162 customer age was not provided

Manufacturer narrative:
Investigation: the run data file (rdf) was analyzed for this event. The analysis of the run data file did not identify a conclusive root cause for the presence of air in the donor line for this procedure. No unusual process variable was identified and the signals in the run data file indicate that the trima accel system operated as intended. Specifically, the pressure signals and the pumped volume values were all within the expected range during tubing set test, ac prime, and blood prime states of the procedure. One used trima set containing blood was returned for investigation. It was noted that blood had circulated throughout the set and the platelet bags were removed. The disposable set was visually evaluated for any mis-assembly, leak location, or defect that could have contributed to the reported incident. Possible leak around inlet trap filter. All pressure sensors were inspected and determined to be functioning properly. Gravity was used to manipulate fluid throughout the set and no fluid flow or line obstruction issues were noted. All clamps were checked and were functional. No bond gaps were observed. Based on the images provided and the known diameter of the tubing, we can conservatively calculate the amount present past the final point of detection to be 0.041 ml. Based on a patient bodyweight of 124 lbs (56 kg), we can calculate the worst-case ml/kg air transfusion dose to be 0.00073 ml/kg in this situation a review of the device history record (DHR) for this unit showed no irregularities during manufacturing that were relevant to this issue. A disposable complaint history search was performed for this lot and found three reports for similar issues on this lot. See mdrs: 1722028-2024-00052, 1722028-2024-00050 and 1722028-2024-00051. The customer history report indicates there were other reports of similar issues, all events have been reviewed for reportability and filed as required. Terumo bct conducted a customer site visit and set evaluations that included this event. The customer was provided with a customer site report with the investigation details and conclusion. Root cause: based on the available information, it is possible that the presence of air was the result of one or more of the following: - air remaining in the sets following prime or incomplete prime - excessive drooping of the inlet/ac/return lines - excessive movement of the inlet/ac/return lines and/or donor arm.